Event description:
This lead was explanted and replaced due to multiple dislodgements.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8.5 cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. During the analysis, the distal end was found bent. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that the bending was due to applied forces during the surgery. However, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported dislodgement. The inspection of the fixation helix did not show any irregularities. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.